Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing and increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.